Event description:
It was reported that a system error (se) 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on a homechoice (hc) device during dwell 4 of 5 of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected to the device when the alarm occurred. Nothing unusual was noted with the setup of therapy during troubleshooting. The hp planned to complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the home patient (hp), the hp stated that there was nothing visibly wrong with the supplies that would have caused the alarm. Therapy had been going well since the event. No additional information was available. The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.